Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device made loud sounds like things were blowing around on the inside of the device or like the device was having a hard time functioning. At times the patient felt like the device was not blowing enough air. The patient alleges waking up in the morning with a dry throat. The patient reported using CPAP wipes and so clean on the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.